Event description:
Procedure: low anterior resection according to the reporter: laparoscopic low anterior resection. Used with idrive, s/n: unknown patient info: male, (B)(6) years old. When a nurse tried to disconnect the sulu from idrive by pressing the release button, suddenly the sulu started to be articulated to the left to the positions of 45 degree and the jaw came to close. Then found the sulu could not be released and observed it stopped with the red lamp of the indicator lamp lighting and with the release button kept being pulled. Also confirmed the lever of the wing part and others could not function at all. Resetting of the battery to try again, it returned back to the neutral position automatically. However the sulu was released, found again a difficulty in pushing the release button of the adapter. Also confirmed the red indicator lamp was lit up even when the sulu was loaded properly. Using new one the case was completed with no problem. No patient harm. The patient current status: good operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Was the device recognized by generator? No. No damage in release of device from the tissue. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of manufacturer : unknown nothing of adverse event caused by extension of or time was reported. Additional information --- 1. Could you please explain the product problem in greater detail? Not available. 2. Suddenly the sulu started to be articulated to the left to the positions of 45 degree and the jaw came to close not available a) did the reload remain articulated to the left at 45 degrees? Not available b). Did the reload jaws uncontrollably close? Not available c). Did the reload jaws lock on tissue? Not available d). Could the reload be unloaded? Not available. 3. It is mentioned that the red lamp of the indicator lamp lighting not available a) do you mean the blue indicator lamp was lighting? Not available. 4. Please confirm that product will be returned for investigation. Not available. 5. What is the serial number and lot number of the adapter being returned? S/n of adapter was identified as (B)(4). 6. Was any reinforcement material used in conjunction with the stapling device? Unknown a) if yes, a. What was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material?

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).